Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Most likely, there were many factors involved in the reported event. It appears that the complications were a result of the patient's disease state (i.e. Multiple bile duct stones, bile duct blockage with most likely an internal infection, etc.). There were no indications in the report that the neuromuscular stimulation (nms) contributed to any of the patient's complications. Nevertheless, nms can occur in electrosurgery due to low frequency currents. It may also be caused by equipment or accessories not being intact or connections not being secure. There is a warning in the generator's user manual addressing nms. Nonetheless, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. An emergency endoscopic retrograde cholangiopancreaticography (ercp) and endoscopic papillotomy (ept) was performed on an obese patient to extract stones. The settings of the esu were endo cut, effect 1 and forced coag effect 1, 40 watts. The other equipment/accessories involved in the procedure were an olympus endoscope (model tjf-160vr, serial (B)(4)), an olympus guidewire (visiglide), endo-flex double lumen papillotome (part number oe1042230dl), and erbe nessy omega return electrode (part number 20193-082). A balloon and bucket catheter was used in the removal of the stones. During the procedure the patient experienced neuromuscular stimulation (nms) [note: the account has experienced nms in other procedures and with other esus periodically.]. Upon the procedure, there was bleeding and a hematoma in the liver. Post procedure, the hematoma became capsulated. Bacteremia occurred (note: the pathogenic organisms were aeromonas hydrophila, aeromonas caviae, and klebsiella pneumoniae.). Therefore, to immediately address the situation, the patient was treated with antibiotics. Then on (B)(6) 2017, due to the liver abscess, another ercp was performed and the abscess was drained.